Event description:
Customer is complaining that the device displays excessive noise while monitoring and is a liability issue because a pt's electrocardiogram might not be interpreted correctly and the device might not properly pace a pt's rhythm.